Event description:
It is reported that the patient was revised due to the pin backing out. Delamination of the articular surface was also noted.

Manufacturer narrative:
This report will be amended when our investigation is complete.